Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: black box shows evidence of voltage drops, battery alarms and power on reset events. Battery compartment cracks observed in thread area and below grip pad. Battery cap is able to fully tighten. Pump case cracked in upper corner of display area. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws within specifications. A battery life issue was not duplicated during investigation. Leak test shows leak at battery compartment crack and pump case crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power battery life issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.